Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") in a 39-year-old female patient who had essure (batch no. 58565-invalid,846832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, dysfunctional uterine bleeding, adenomyosis, perineal pain, nabothian cyst, ovarian cyst, neoplasm malignant, itching, snoring, wheezing, neoplasm malignant, urgency urination, nocturia, painful urination, vaginal discharge, artificial menopause, chest pain, joint swelling, hot flashes, menarche, shortness of breath and uterine enlargement. Concomitant products included diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norethisterone acetate (loestrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression,"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, anxiety, depression and fatigue outcome was unknown and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils: left tube (3), right tube (2) current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Gene mutation identification test - on 23-jun-2014: brca positive. Hysterosalpingogram - on 01-jul-2013: total bilateral occlusion satisfactory placement and occlusion.. Physical examination - on 20-nov-2014: uterus: characteristics - slightly enlarged. Pregnancy test urine - on 26-jul-2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, weight gain, menorrhagia, dyspareunia, genital haemorrhage lot number reported 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: update of information (batch is invalid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") in a 39-year-old female patient who had essure (batch no. 58565-invalid,846832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, dysfunctional uterine bleeding, adenomyosis, perineal pain, nabothian cyst, ovarian cyst, neoplasm malignant, itching, snoring, wheezing, neoplasm malignant, urgency urination, nocturia, painful urination, vaginal discharge, artificial menopause, chest pain, joint swelling, hot flashes, menarche, shortness of breath and uterine enlargement. Concomitant products included diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norethisterone acetate (loestrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, anxiety, depression and fatigue outcome was unknown and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils: left tube (3), right tube (2) current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Gene mutation identification test - on (B)(6) 2014: brca positive. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion satisfactory placement and occlusion.. Physical examination - on (B)(6) 2014: uterus: characteristics - slightly enlarged. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, weight gain, menorrhagia, dyspareunia, genital haemorrhage lot number reported 58565 is invalid lot number 58565 is invalid. Lot number:846832, manufacture date: 2011-04, expiration date:2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") in a (B)(6) year-old female patient who had essure (batch no. 58565,846832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, dysfunctional uterine bleeding, adenomyosis, perineal pain, nabothian cyst, ovarian cyst, neoplasm malignant, itching, snoring, wheezing, neoplasm malignant, urgency urination, nocturia, painful urination, vaginal discharge, artificial menopause, chest pain, joint swelling, hot flashes, menarche, shortness of breath and uterine enlargement. On (B)(6) 2011: urine pregnancy test-negative. On (B)(6) 2014: diagnosis: brca positive. On (B)(6) 2014: physical exam: uterus: characteristics - slightly enlarged. Concomitant products included diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norethisterone acetate (loestrin) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression,"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating") and the second episode of dyspareunia ("dyspareunia ((painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and the last episode of dyspareunia had resolved, the vaginal haemorrhage, menorrhagia, anxiety, depression and fatigue outcome was unknown and the weight increased and abdominal distension was resolving. The reporter considered abdominal distension, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: coils: left tube (3), right tube (2). Current weight (B)(6) lbs. Brca positive. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Satisfactory placement and occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, weight gain, menorrhagia/ irregular bleeding, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: plaintiff fact sheet and medical records received ¿ previously reported event ¿injury to herself¿ updated to ¿irregular bleeding¿, events- ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression, dyspareunia (painful sexual intercourse), fatigue, weight gain, bloating, dyspareunia ((painful sexual intercourse)¿, lot number, medical history, concomitant drug, reporter, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.